Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with their heart rate in the forties and non-capture on the atrial lead. Capture was assessed and found to only capture at high outputs. It was found that the atrial lead had dislodged after the patient¿s recent generator change out. The lead was capped and the new lead was placed on the patient¿s right side as the life side was occluded and the physician was not able to obtain access. No patient complications have been reported as a result of this event.